Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module. Sample 1 initial sodium result was 106 mmol/l and the repeat result was 140 mmol/l. The initial potassium result was 3.0 mmol/l and the repeat result was 4.2 mmol/l. The initial chloride result was 140 mmol/l and the repeat result was 105 mmol/l. Sample 2 initial sodium result was 172 mmol/l and the repeat result was 139 mmol/l. The initial potassium result was 5.5 mmol/l and the repeat result was 4.4 mmol/l. The initial chloride result was 79 mmol/l and the repeat result was 105 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The customer uses non-roche reagents for ion-selective electrode (ise) testing. The customer replaced all the electrodes, cleaned the high-concentration liquid waste, performed ise flow channel cleaning, replaced the ise solution, and replaced the tubing. The field service engineer performed an ise check and determined there was noise in the measurement. He cleaned the flow channel and reattached the electrodes. He performed an ise check and quality controls with no issues. The investigation is ongoing.